Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm was noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 30.4 mmol/l. The customer treated with a manual injection. The customer stated that they had problems with no delivery on the pump. The customer stated that they changed the entire insulin, reservoir and infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was assisted in performing the hp test. The customer stated that the hp test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.